Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. A medtronic representative went to the site to test the equipment. It was found that both 20 amp fuses were blown. The medtronic representative replaced the fuses. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement.

Event description:
A radiologic technologist (rt) from the site was notified by another rt that the imaging system's mobile view station (mvs) was not receiving power. Issue occurred after a procedure when the site was attempting to send images to pacs. Both line power and system power lights were not lit when the system was plugged into a wall outlet. There was no patient present when this issue was identified.